Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at the user facility observed excessive heat damage to the 2008t hemodialysis (hd) machine. The biomed indicated that a burnt chip was identified on the actuator test board within the 2008t hd machine while performing routine preventive maintenance (pm). No patient was connected to the system at the time of the incident. Further clarification was provided which revealed that the c120 chip on actuator test board had overheated, which resulted in charring to the chip and surrounding area of the board. No smoke emanated from the unit, and no flames or sparks were observed. There was no associated machine malfunction; the unit had just passed its semi-annual pm testing. The biomed replaced the actuator test board to resolve the issue. The unit was returned to service at the user facility without issue. Follow-up information was provided by the biomed who revealed that a visual examination of the system boards and power supply was performed; no other damage was observed, identified, or alleged. The clinic has had no issues with power, all recent tests for electrical leakage passed, and all outlets in the facility have a ground fault circuit interrupter (gfci). The damaged actuator test board is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). However, the replaced actuator test board was returned to the manufacturer for analysis. Although the biomedical technician indicated that the actuator test board was replaced to resolve the issue, the biomed was not able to indicate the reason the board replacement was performed. The 2008t hd machine has been returned to service at the user facility without a recurrence of the event as reported. The actuator test board was received by the manufacturer for analysis. A visual examination of the actuator test board revealed the board to be in poor cosmetic condition. There was evidence of heat damage on c120. Functional testing was performed by installing the received component into a working unit. The machine passed the self-test and the diasafe filter integrity test with the actuator test board installed. Additionally, the unit was put through a rinse cycle, and then chemical/heat disinfect cycles and completed all cycles without issue with the actuator board installed. The loading, deaeration, and flow pressures were assessed and all values were within specification during the analysis of the hydraulic pressures. No fluid leaks were observed in the hydraulics. While performing the noted tests, no fluctuations in temperature were observed. A continuity test revealed that c120 was below 100 f while the other capacitors on the board were approximately 420 f. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned actuator test board revealed the presence of heat damage on c120. Therefore, the complaint has been deemed confirmed.